Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error.the label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter?s technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) stated one of the bags disconnected and fluid leaked everywhere. The baxter technical service representative (tsr) had the hp close all the clamps to the bags and patient line/transfer set and they cycled power off and on. They pressed stop at power restored and arrowed down to end of therapy. The tsr advised the hp to dispose of the current supplies connected and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to resume therapy after starting over with new supplies. He said he did not connect the bag tight enough to the line and so it came undone when he was in therapy. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.